Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was undergoing a trial scs procedure where the physician was unable to place the lead. The physician attempted two different areas with no success. The physician noted the patient had a great deal of arthritis and a rather severe scoliosis. The surgery was abandoned after one hour.